Manufacturer narrative:
The patient had no known history of diabetes. The patient had an hba1c result of 5.4 % on (B)(6) 2026. The patient was a pre-surgical patient. The patient is 27 years old. Calibration and quality control data were acceptable. There was no indication of a reagent performance issue. A review of instrument log files and hardware history showed no evidence of malfunctions. The patient sample had a clotting time that was shorter than recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields a2 and a3 have been updated.

Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk on a cobas c 111 analyzer. The sample initially resulted in a glucose value of 254.3 mg/dl. A physician requested a repeat of the sample. The repeat result was 124.7 mg/dl.